Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station had not been communicating. A technical support specialist (tss) had remotely dialed into the device earlier, and everything had appeared to be working correctly. Tss confirmed that the issue was not resolved, as the error was occurring on the customer's end, and no further assistance was needed from tss. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not communicating with the software, unable to display inventory and order lists. Customer confirmed with the it team that there was no network issue and suspected a software-related problem. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.